Event description:
The customer reported the left monitor intermittently goes black. There was no injury to the pt.

Manufacturer narrative:
The ge svc rep reseated all the monitor cabling. The system is operating as intended.